Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked. During the investigation, fluid was still able to pass through the fluid path and exit the distal tip of the soft cannula even though the exposed portion of the soft cannula was kinked. No signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it could not be conclusively determined if this damage was linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 17.7 mmol/l (318.6 mg/dl). As treatment, a new pod was applied.